Event description:
It was reported that the ventilator stopped working while on a pt. The nurse and respiratory therapist both reported no audible alarm - no alarm for disconnect, no alarm for power failure. Pt's cough got hospital attention with pt gasping and gesturing. Pt was bagged and placed on another ventilator. There was no pt injury.